Manufacturer narrative:
The subject device has been returned to olympus for evaluation. And the reported issue was confirmed. In addition to the reportable malfunction, it was observed, the adhesive on the bending section cover was detached, due to adhesive peeling of the distal end, the distal end was not secured, and due to deformation of standard connector, water tightness was lost. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the evis exera iii bronchovideoscope had noisy image. Upon inspection of the customer¿s returned device it was observed, the device had no image due to a damaged plug unit. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the scope connector had become deformed while the user was handling the device, which allowed fluid to invade the unit and cause damage to the components resulting in a loss of image. The event can be detected and prevented by following the instructions for use (IFU) which state: ¿·inspection of the endoscopic image." "·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. ·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.